Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 20 to 23 mmol/l (360 to 414 mg/dl) and that the pink slide insert was not visible indicating there was a needle mechanism failure. Upon inspection it was noticed that the hard needle did not retract back into the pod. The patient was able to activate a new pod and her bg levels lower to 10 mmol/l (180 mg/dl). The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The returned product was evaluated and found defects on the inside of the top housing, indicating interference with the linkage assembly. The linkage assembly was observed bent. The bent linkage assembly prevented the pod's slide retract from retracting and caused the needle to be remain exposed after deployment.